Manufacturer narrative:
Upon further review this complaint was reassessed and confirmed that, this event does not meet criteria for reporting as a reportable malfunction as the of laser started to fire it triggered an energy error in the patient's unknown eye before surgery. No further regulatory reports required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Alcon lensx (site #(B)(4)) is no longer operational. Lensx manufactured products are maintained and investigated by the alcon research, ltd. Irvine technology center site #(B)(4). The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that laser started to fire it triggered an energy error in the unknown patient eye, before cataract surgery.